Event description:
It was reported, pt had port a cath accessed on (B)(6) for blood work and to return to hospital (B)(6) to receive blood products. Infused 2 units without a noted issue but while 3rd unit of blood was infusing noted that there was drops of blood leaking from the y junction point at the blue plunger. Noted there was approx100ml of blood remaining in the bag so infused remainder of the blood, deaccessed and re accessed with a new supply. Minimal harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient had port-a-cath accessed on jan 28 for blood work and to return to hospital jan 29 to receive blood products. Infused 2 units without a noted issue but while 3rd unit of blood was infusing noted that there was drops of blood leaking from the y junction point at the blue plunger. Noted there was approx100ml of blood remaining in the bag so infused remainder of the blood, deaccessed and re accessed with a new supply. Minimal harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed as the described failure could not be reproduced. One 22 ga x 0.75 inch safestep huber needle set was returned for investigation. An initial visual observation showed blood use residues throughout the device, and a needleless injection cap was attached to the y-site luer. A functional test of the device consisted of infusing water using a 12 ml syringe at the y-site and at the proximal luer, one at a time, and pressurizing the device by closing each clamp. During pressurization of the device, a leak was not identified in any instance using either luer. Because the reported failure could not be reproduced, the complaint of a leaking safestep was unconfirmed. Potential causes of failure may include attachment of the infusion device to the luer of the infusion set. H3 other text: evaluation findings are in section h11.